Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. Limited information was provided by the user facility regarding the patient, procedure and the device as multiple attempts were made to gather more detailed information regarding the reported incident; however no additional information was obtained. However, if additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device broke inside the patient. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to fhn.